Manufacturer narrative:
The lead was kept by the hospital. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this left ventricular (lv) lead had caused phrenic nerve stimulation. Upon x-ray, it showed that this lead got dislodged. This lv lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.